Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8598a (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2020; explant date: (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was experiencing it medication side effects. A catheter access port (cap) study confirmed that the catheter had migrated and it was replaced.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a physical exam showed that the midline back incision site slightly red and warm to touch. The patient was prescribed amoxicillin.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2023: product type: catheter. Product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2023, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: 2023-09-28 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: ubd: 2023-10-14 UDI#: (B)(4) product type catheter product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2023 ubd: 2022-09-10 UDI#: (B)(4) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, on (B)(6) 2023, the patient had been prescribed a dose increase of oral percocet 5mg-325mg due to the catheter tip moving from t10 to t12. The catheter was revised on (B)(6) 2023. On (B)(6) 2023, the patient was brought into surgery for an "emergency hernia surgery", which was unrelated to his medtronic device or therapy. The patient then went into their pain clinic on (B)(6) 2023 for his post-operative appointment following this catheter revision. The patient left that appointment feeling fine and, then on the drive home, began feeling nauseous. The patient began throwing up and continued to throw up until the morning of (B)(6) 2023. When the patient showed up to their pain clinic on (B)(6) 2023, the doctor observed the top of the patient's spinal incision leaking cerebrospinal fluid (csf). The doctor had the patient lay down. Anotherdoctor opened up the spinal incision and csf pooled out. They then aspirated from the catheter access port (cap) and were able to clear the catheter. The doctor did a dye study which showed no leaks and showed that the dye was dispersing intrathecally. The doctor decided, after the dye study, that the patient was healing from the insertion of the new spinal segment from the catheter revision and csf had pooled in their spinal incision and was still healing. The doctor h eld the spinal incision open for three minutes and did not observe any csf leaking/pooling. The doctor believed that the entire system was fully patent and that opening the spinal incision and letting the csf come out resolved the issue. No blood patch was needed. A priming bolus and therapeutic bolus were performed and the patient felt his bolus. As of (B)(6) 2023, the issue was resolved and the patient status was "alive-no injury". Per the pump session data report on (B)(6) 2023, the catheter tip was at t10. The pump was used to deliver fentanyl 2000mcg/ml at 449.6mcg/day, bupivacaine 22.9mg/ml at 5.147mg/day, and hydromorphone 6.8mg/ml at 1.5285mg/day.

Manufacturer narrative:
Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that exam showed that the midline incision showed fluid leakage.

Manufacturer narrative:
H3: the 8598a catheter was returned and analysis identified a deformation in shape of the catheter body. Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6) 2023 product type catheter product ID 8598a serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.